Manufacturer narrative:
Concomitant medical products: product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3986a, lot# n072015, implanted: (B)(6) 2008, product type: lead. Product ID: 37083-60, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3986a, lot# n130647, implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. (B)(4).

Event description:
It was reported the patient's stimulator stopped working on (B)(6). It was noted the patient's health care provider (hcp) had said there was "still little battery left in their device" in october.